Event description:
Patient¿s father called out from room for help. This rn and oncoming rn [redacted name] went to room and found large amount of blood on pt sheets droplets on floor. Upon assessment rn found that IV tubing attached purple PICC lumen (which had tpn running) had broken and become disconnected at the tpn filter. Tubing attached to PICC with blood dripping out. Rn immediately clamped line, removed broken tubing, withdrew 10ml of blood/changed cap, flushed with saline. Chg bath completed while pt disconnected from ivf. New tubing and fluids hung. Dressing unchanged as it remained cdi. Tpn not reconnected as rn/team felt it to be contaminated due to the tpn tubing breaking and the IV tubing attached to tpn bag resting on bed sheets.